Event description:
It was reported that arteriotomy closure using a perclose proglide device in a mildly calcified femoral artery was attempted using a perclose proglide device, after an interventional procedure. Reportedly, when the plunger was removed, no sutures were retrieved. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is proficient in the use of the perclose proglide device. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Therefore, without the product to examine, no determination can be made as to the contributing factors that caused the reported discrepancy. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. It should be noted that the reported use of proglide device in a calcified artery is not consistent with the instructions for use (IFU). The IFU, under special patient population indicates that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. This may have been a contributing factor to this event, but cannot be confirmed. A review of the finished product lot history record revealed no manufacturing related nonconforming material record associated with this lot which is related to this incident. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.